Event description:
It was reported that multiple, intermittent minimum fill notifications occurred. Customer's blood glucose level was 126 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.